Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Part of device remains in the patient; device not considered implanted/explanted during the initial procedure on (B)(6) 2016 a review of the device history records has been completed. Manufacturing location: (B)(4), manufacturing date: september 28, 2011, expiry date: september 01, 2021. No non conformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an initial surgery for an unknown procedure on (B)(6) 2016, a headless compression screw (hcs) broke. The surgeon pre-drilled a hole for the screw as described in the technique guide and then inserted the screw with a power tool instrument. Subsequently, the surgeon heard a click and determined the screw broke in two pieces. A piece of the screw was not able to be retrieved and a fragment remains in the patient. Two (2) additional screws were implanted with the pre-drill method and no issue was reported with the additional implants. There was a surgical delay of unknown number of minutes. There was no medical intervention required and the procedure was completed successfully. No patient or surgery outcome reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: mia the "investigation summary" is a translated conclusion from the attached documents. A DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All relevant and measurable dimensions for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.